Event description:
A peritoneal dialysis patient called in with drain complications. During this call the patient stated that she was being treated for peritonitis. A follow up call was made to the patient's peritoneal dialysis nurse. The patient was diagnosed with peritonitis on (B)(6) 2014. Cultures came back with gram positive cocci in clusters. The patient informed her peritoneal dialysis nurse that she was not wearing her mask during set up as she had been instructed to do. The patient was treated with 2gm of vancomycin intra peritoneal every 5 days for 21 days.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.